Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage to the keypad traces during visual inspection. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected keypad errors or locked out of pump functions noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized due to non-diabetes related issues. While customer was hospitalized, nurse requested for representative to go to the hospital to troubleshoot insulin pump that was not working. Nurse did not have time to troubleshoot via phone which is what representative recommended. It was reported that insulin pump was not delivering insulin which was causing high blood glucose of 500 mg/dl. Insulin pump would be replaced.